Event description:
It was reported the customer received the following results on the aviva system within 10 minutes: 65 mg/dl, 41 mg/dl, and a result in the "300's mg/dl." No adverse event reported. Return of the suspect device was requested for evaluation.